Event description:
It was reported that stent movement on balloon occurred. The 80% restenosed 20x9mm concentric target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified left subclavian artery. Following predilation, a 9.0x30x135 cm express ld vascular stent was selected for use and advanced to treat the lesion. During stent placement, the stent was partially deployed and moved on balloon. However, the stent remained on the stent delivery system (sds) and was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified no issues with the returned device. The stent was tightly crimped onto the balloon and there were no kinks or damage along the entire length of the device. An examination of the tip profile identified no damage. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks or restrictions noted. The inflation device was verified at 12 atmospheres (atm) before and after use with a calibrated pressure gauge. The stent deployed uniformly. A vacuum was pulled and the balloon deflated with and the stent deployed fully from the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4)

Event description:
It was reported that stent movement on balloon occurred. The 80% restenosed 20x9mm concentric target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified left subclavian artery. Following predilation, a 9.0x30x135 cm express ld vascular stent was selected for use and advanced to treat the lesion. During stent placement, the stent was partially deployed and moved on balloon. However, the stent remained on the stent delivery system (sds) and was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.